Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Explantation month, day, and year: (B)(6) 2021 . Manufacturer¿s reference number: pc- (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 475cc saline breast prosthesis that deflated after implantation. The patient woke up and noticed that her right breast prosthesis was completely deflated. Deflation was later diagnosed by a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021 .

Manufacturer narrative:
On 29-jun-2021, the mentor failure analysis lab received the device for evaluation and completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear (a) within a crease/fold on the posterior view measuring approximately 0.2 cm. In addition another tear (b) was found on the patch. Microscopic examination was performed on the edges of the rupture b, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the rupture b indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. On the other hand the evaluation determined that the cause of the rupture a is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (lot #6934357). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-jul-2021, mentor received additional information about the event: prior to explantation surgery, a surgeon deflated the patient¿s left breast prosthesis to allow for soft tissue contracture. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. The patient had both of her breast prostheses explanted and they were replaced with mentor smooth round moderate profile 475cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).